Event description:
A malfunction alarm was reported with a code displayed, and the customer sought assistance to reset the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support provided guidance on resetting the pump, which resolved the issue without the code recurring, allowing the customer to continue using the device.